Manufacturer narrative:
D4) the device serial number was not reported by the customer but will be provided at the time of follow up.

Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4).